Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced an exacerbation of asthma. The patient was treated with a systemic corticosteroid. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2014, the patient experienced a lower respiratory infection. The patient was treated with medication (exact medication unknown). No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator; fev1: 1.99; fev1 % predicted: 62.00; fvc: 3.41; fvc % predicted: 90.00. Post-bronchodilator; fev1: 1.93; fev1 % predicted: 60.00; fvc: 3.33; fvc % predicted: 88.00.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014, the patient experienced an exacerbation of asthma. The patient was treated with a systemic corticosteroid. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. On (B)(6) 2014, the patient experienced a lower respiratory infection. The patient was treated with medication (exact medication unknown). No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator- fev1: 1.99; fev1 % predicted: 62.00; fvc: 3.41; fvc % predicted: 90.00. Post-bronchodilator- fev1: 1.93; fev1 % predicted: 60.00; fvc: 3.33; fvc % predicted: 88.00. Additional information received as of january 14, 2015. The reported event of exacerbated asthma was reported to have started on (B)(6) 2014. The patient was treated with prednisone and the event was reported to have resolved on (B)(6) 2014. It was reported the event of lower respiratory tract infection, was treated with levofloxacin. The event was reported to have resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced an exacerbation of asthma. The patient was treated with a systemic corticosteroid. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported to have resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The alair device may have come into contact with a surface that was not aseptic (e.g. Floor) prior to the procedure, which may have resulted in a patient infection, however this cannot be conclusively determined. The dfu list exacerbated asthma and respiratory infection as possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication